Event description:
It was reported that the handpiece overheated during a routine maintenance visit and in a non-sterile environment. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded motor and rotor, which were each replaced along with other components. Service repaired and returned the device to the customer.